Event description:
On (B) (6) 2006, the patient was treated for an abdominal aortic aneurysm and was implanted with four gore excluder aaa endoprostheses. On (B) (6) 2009, a reintervention occurred to treat a type-2 endoleak. The patient was implanted with a gore excluder aaa aortic extender component. The patient tolerated the procedure. No complications have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. The review of the manufacturing paperwork has not been completed. As stated in the gore excluder aaa endoprosthesis insutructions for use (IFU), complications that may occur and/or require intervention included, but are not limited to, endoleak. Additional gore excluder devices related to this event: pxc141200/(B) (4); pxc141000/(B) (4); pxc201000/(B) (4).